Event description:
A us distributor reported that a charger had a battery charger problem.

Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the charger displayed a yellow light when testing with test batteries, indicating a charger failure. The charger was returned to the vendor for further investigation. The root cause for the defective charger was unable to be positively identified and is be investigated by the vendor. There was no adverse event that resulted from the damaged charger.